Event description:
A durable medical equipment supplier (dme) reported that a customer owned m series heated humidifier was observed emitting smoke. The device was not in pt use at the time of the event. No injury, harm or medical intervention was alleged. The m series heated humidifier was evaluated by the MFR's engineering dept. The eval determined there was an open circuit on the printed circuit assembly (pca), making the device inoperative. There was thermal damage to the pca and a 4 mm x 2 mm void in the bottom enclosure. Visual examination indicated the top and bottom surfaces of the pca were corroded. Additionally, there was residue on the heater plate, the pca, and the upper and lower base assemblies consistent with mineral deposits resulting from the evaporation of non-distilled water. The MFR concludes the corrosion of the pca and subsequent failure of the device resulted from multiple instances of fluid ingress of the device. The source of the fluid ingress could not be confirmed by the MFR because the dme did not honor the MFR's request for the customer's contact info.

Manufacturer narrative:
The MFR is continuing its investigation and will file a f/u report when the investigation is complete.